Manufacturer narrative:
Brake cam.

Event description:
It was reported by svc report that the brakes could not be engaged. It was unk by the customer if there was pt involvement, however no adverse consequences were reported.